Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician noted that the battery voltage on the device was lower than expected. The patient¿s lead threshold measurements had risen and were high, causing the device to have poor pacing. The physician reported that these measurements were due to the patient¿s cardiac muscle calcification. When the physician adjusted the voltage output, the patient experienced pocket stimulation. The patient refused the physician¿s recommendation for a new device implant, so the device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event. No further patient complications have been reported as a result of this event.